Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure the trocar was leaking pneumo. The leaking occurred when the surgeon was putting torques on the device that he was using at that time. One of the devices was a 10mm scope. The case was completed with the trocar. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak without the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.